Event description:
It was reported that that the left ventricular (lv) lead had high threshold. The lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5071-53 implantable pacing lead (B)(6) 2006; 5076-45 implantable pacing lead (B)(6) 2006; 694958 implantable tachy lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.